Manufacturer narrative:
The pump remains in use supporting the patient. The report of driveline fault alarms were confirmed through the evaluation of the submitted system controller log file; however, a specific cause could not be conclusively determined through this evaluation. The log file, which contained approximately 7 days of data, captured a driveline fault alarm activated due to the phase 2 measurement being higher than the measurements of phase 1 and 3 on (B)(6) 2017. The alarm remained active until the driveline was disconnected to exchange the system controller. The alarm did not affect the system controller¿s ability to operate the pump at the same speed. There were no other notable alarms active in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years 1 month. The device is expected to be returned for evaluation. It has not yet been received. The manufacture date was 06/2013. The date was approximated as 06/01/2013. Additional information was request; however, none has been provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s lvad system produced a driveline fault alarm. The patient performed a system controller exchange to the backup system controller. No clinical symptoms were reported. A representative of the manufacturer¿s technical services reviewed log files from each system controller, and the log files revealed similar issues with phase 2 of the driveline. Additional information was requested, but was not provided.